Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a foreign distributor's representative. The front panel touch screen is partly responds when touched to any place of the display. When inspected there is small dots on the screen. Touch screen calibration is performed and the unit did not pass touch screen calibration test".

Manufacturer narrative:
Failure analysis: examined vela front panel pn: 16558, rev. D, sn: (B)(4) and found that it functioned normally. Front panel was installed into a known good vela test ventilator and evaluated per the vela ventilator service manual pn: l2859-101 sec 7.1 user verification test (uvt) function test, 7.1.1 lamp test, 7.1.2 switch test, 7.1.3 alarm test, 7.1.4 brightness test and sec 7.2 performance test, 7.2.6 svt touch screen calibration. The unit passed all tests. Visual examination of the touchscreen did find small dots on the screen as reported in the complaint allegation. Finding/root-cause: could not duplicate, unit did not pass touch screen calibration test, complaint allegation. Verified, small dots on the screen, complaint allegation.

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty front panel assembly. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel assembly for eval. As of the 12/24/2014 the alleged faulty front panel assembly has not been received. Once the alleged faulty front panel assembly is received and the eval is complete, carefusion will submit a follow-up medwatch report.